Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff surgery after drilling with the needle both used anchors broke off. No debris or fragments remained inside the patient and every fragment was retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery. 12-jan-2022 update: further information were provided that the first broken anchor was retrieved out of the patient and a part of the second implant which broke remained inside the patient.

Manufacturer narrative:
Complaint confirmed, fragments of the ar-1927bct-475-1 anchor were returned. No measurements could be verified due to the condition of the fragments. The cause of the event is undetermined, however likely causes include improper bone prep; misaligned insertion; prying/leveraging the device during insertion.